Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's ldh was found to be elevated over 1000 acutely with tea colored urine. CT scan was completed which was consistent with non-occlusive thrombus of the outflow graft. He was started on heparin and persantine was added in addition to aspirin (asa). Lasix was discontinued and he was given fluids with good response (day he left his ldh was 501). Tpa and integrelin were both discussed with patient and wife due to patients history of bleeding and risk. Due to abdominal obesity, non-compliance, chronic infection, and dont rending ldh patient was not considered a candidate for pump exchange. Ldh continued to trend down and urine became lighter in color. He had no power spikes or vad alarms on day he left.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2020 the patient was admitted over the weekend for driveline exit site (dles) infection and has been on antibiotics (heparin). It was reported that his urine was very dark overnight. The infection was identified as pseudomonas aeruginosa. Log file analysis found a yellow wrench/replace controller event on (B)(6) 2020 which was associated with a lcd fault. The controller resolved the event on its own.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files appeared to show the pump operating as intended. A direct correlation between the reported events (chronic driveline infection, history of bleeding, hemolysis, suspected thrombus) and heartmate ii lvas, serial number vad-61774 could not be conclusively established through this evaluation. The submitted log files contain cumulative data from (B)(6) 2020 at 07:41pm through (B)(6) 2020 at 12:45pm. The fixed speed was set to 9600 rpm, power ranged from 5.6-7.2 w, estimated flow ranged from 4.6-7.1 lpm, and average pi was between 3.3 and 6.7. One yellow wrench advisory alarm was captured on (B)(6) 2020 at 01:41pm (investigated under (B)(4)). No additional atypical alarms were captured for the duration of the files. The pump speed remained above the low speed limit for the duration of the files. The pump appeared to be operating as intended. The center reported that the patient was admitted for a worsening pseudomonas aeruginosa driveline exit site (dles) infection. The patient had been on antibiotics for a chronic infection. The patient had dark urine and elevated ldh, reaching a maximum of 1,306 u/l on (B)(6) 2020. A CT scan was completed which was reportedly consistent with non-occlusive thrombus of the outflow graft. The patient was started on heparin and persantine was added in addition to asa. Lasix was discontinued and the patient was given fluids with good response. Tpa and integrelin were both discussed due to patient¿s history of bleeding and risk. Due to the patient¿s abdominal obesity, non-compliance, chronic MDR pseudomonal dles infection and ldh down trending it was determined in a selection session on (B)(6) 2020 that patient is not a candidate for pump exchange at this time. Ldh continued to trend down and urine became lighter in color. Ldh was 501 and there were no power spikes or vad alarms on the day the patient left against medical advice. The patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2016. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The hmii lvas IFU lists bleeding, infection, hemolysis, and thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU provides an explanation of each of the pump parameters. Care instructions in regards to preventing infection are outlined in various sections of this document. The IFU also outlines the recommended anticoagulation therapy and inr range. This document outlines indications of pump thrombosis as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h4: corrected information.